Manufacturer narrative:
H3: device remains implanted. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, gore was notified concerning an incident involving a gore® acuseal vascular graft (acuseal graft) according to the report, a 6mm x 40cm gore® acuseal vascular graft (acuseal graft) was implanted on (B)(6) 2025 (unspecified arm). It was reported that on unspecified dates, the patient allegedly experienced three separate occlusions. On (B)(6) 2025, an acuseal graft delamination was noted 4 cm downstream of the arterial anastomosis with no treatment reported at that time due to good blood flow. On (B)(6) 2025, another occlusion occurred, likely due to the observed acuseal graft delamination. Intervention was performed with lysis, percutaneous transluminal angioplasty (pta), and placement of a venous outflow stent. Due diligence has been initiated but no other information has been provided.

Manufacturer narrative:
B1: type of report changed. H6: codes no longer applicable: e2337, c21, & d16 codes added: e2328, e0519, f2301, f2303, c070601 & d15. Investigation: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Engineering evaluation: the identity of the device is consistent with the device described in the case. The identity of the device was provided; therefore, the device history record was examined and did not identify any potential root causes attributable to the manufacture of the device. Imaging evaluation : the image provided appears consistent with delamination of the acuseal device. Additional information, including the position of delamination, length of delamination, or layers involved in the delamination cannot be evaluated with the image provided. Direct assessment of the product itself cannot be completed as it remains implanted. With the information provided to gore, the root cause of the reported event cannot be established.